Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for spinal pain. It was reported that the patient's spinal cord stimulation (scs) device was disconnected and removed. Patient services asked if the ins was removed due to normal battery depletion, and the caller stated the healthcare provider (hcp) thought they would try another spinal cord stimulator. The caller stated the scs did not work for him. No further complications were reported/anticipated.